Event description:
It was reported that the procedure was to treat the external iliac artery with stenosis. The lesion was pre-dilated and the supracore guide wire was advanced as well as the 8x60 mm absolute pro self expanding stent system (sess). The delivery system was unlocked and another check was performed before deployment. At this time, they wanted to remove the sess but it was unable to be removed from the guide wire so the devices were removed together. A new supracore guide wire and absolute pro sess were used to complete the procedure. Once outside the anatomy, it was attempted to remove the devices from each other and they separated into multiple parts. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove could not be tested as it was based on operational context. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficult to remove appears to be related to the operational context of the procedure. It was reported that a stent delivery system (sds) encountered resistance when removing over the wire. Analysis of the returned wire confirmed the outer diameter to be within specification. Damages to the sds were observed. The stent sheath was wrinkled and bunched distal to the outer member-stent sheath bond. In this case, it is likely that the sds sustained damaged during use, impacting its ability to navigate over the wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this. H6: medical device problem code- 1562 removed.

Event description:
Subsequent to the initially filed report it was reported that the supracore guide wire was not broken or separated, just stuck with the absolute pro delivery system. No additional information was provided.